Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating") and procedural haemorrhage ("I had some bleeding afterwards") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 1991, (B)(6) 1995, (B)(6) 2005), nephropathy, low back pain and anesthesia. Previously administered products included for an unreported indication: cipro, bactrim and penicillin. Past adverse reactions to the above products included pharyngeal oedema with bactrim; rash with penicillin; and swelling with cipro. Concurrent conditions included morbid obesity, asthma, gerd, nephropathy, sleep disorder, sleep disorder, acanthosis nigricans, mthfr gene mutation, vitamin b12 deficiency, essential hypertension, cervicalgia, eating disorder and pollen allergy. Concomitant products included budesonide w/formoterol fumarate (symbicort), citalopram hydrobromide (celexa), losartan, magnesium, medroxyprogesterone acetate (provera), omeprazole (prilosec), salbutamol (albuterol) and simvastatin. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation/ prolonged menses/ menorrhagia"), vaginal infection ("vaginal infections"), abdominal pain lower ("severe lower abdominal pain when not menstruating/ abnormally severe pain/ abdominal cramping when not menstruating"), back pain ("severe back pain when not menstruating"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuation/weight gain /loss (specify which one)"), arthralgia ("joint pain"), depression ("worsening of her depression") and anxiety ("worsening of anxiety"). On (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2015, the patient experienced uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("even though I was under anesthesia I still felt them inserting the coil/it was painful"). The patient was treated with topiramate (topamax) and surgery (underwent a bilateral laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved, the vaginal infection, abdominal pain lower, back pain, fatigue, weight fluctuation, arthralgia, depression, anxiety, fibromyalgia and uterine leiomyoma was resolving and the vaginal haemorrhage, procedural haemorrhage and procedural pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, menorrhagia, pelvic pain, procedural haemorrhage, procedural pain, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her surgery, the symptoms have mostly resolved, though some remain. Current weight 290.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menorrhagia, dyspareunia, abdominal pain lower, back pain, depression, anxiety and dysmenorrhea. Most recent follow-up information incorporated above includes: on 21-jun-2018: the case (B)(4) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporters added. New events added: I had some bleeding afterwards, even though I was under anesthesia I still felt them inserting the coil and it was painful. On 7-jun-2018: patient¿s aka name received. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1991, (B)(6) 1995, (B)(6) 2005), nephropathy and low back pain. Previously administered products included for an unreported indication: cipro, bactrim and penicillin. Past adverse reactions to the above products included pharyngeal oedema with bactrim; rash with penicillin; and swelling with cipro. Concurrent conditions included morbid obesity, asthma, gerd, nephropathy, sleep disorder, sleep disorder, acanthosis nigricans, mthfr gene mutation, vitamin b12 deficiency, essential hypertension, cervicalgia, eating disorder and pollen allergy. Concomitant products included budesonide w/formoterol fumarate (symbicort), citalopram hydrobromide (celexa), losartan, magnesium, medroxyprogesterone acetate (provera), omeprazole (prilosec), salbutamol (albuterol) and simvastatin. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation/ prolonged menses/ menorrhagia"), vaginal infection ("vaginal infections"), abdominal pain lower ("severe lower abdominal pain when not menstruating/ abnormally severe pain/ abdominal cramping when not menstruating"), back pain ("severe back pain when not menstruating"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuation/weight gain /loss (specify which one)"), arthralgia ("joint pain"), depression ("worsening of her depression") and anxiety ("worsening of anxiety"). On (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2015, the patient experienced uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"). The patient was treated with topiramate (topamax) and surgery (underwent a bilateral laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved, the vaginal infection, abdominal pain lower, back pain, fatigue, weight fluctuation, arthralgia, depression, anxiety, fibromyalgia and uterine leiomyoma was resolving and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her surgery, the symptoms have mostly resolved, though some remain. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes . ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menorrhagia, dyspareunia, abdominal pain lower, back pain, depression, anxiety and dysmenorrhea. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporter information was updated. This case is medically confirmed. Her historical medication and concurrent conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating") and post procedural haemorrhage ("I had some bleeding afterwards") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 1991, (B)(6) 1995, (B)(6) 2005), nephropathy, low back pain and anesthesia. Previously administered products included for an unreported indication: cipro, bactrim and penicillin. Past adverse reactions to the above products included pharyngeal oedema with bactrim; rash with penicillin; and swelling with cipro. Concurrent conditions included morbid obesity, asthma, gerd, nephropathy, sleep disorder, sleep disorder, acanthosis nigricans, mthfr gene mutation, vitamin b12 deficiency, essential hypertension, cervicalgia, eating disorder and pollen allergy. Concomitant products included amlodipine, baclofen, budesonide w/formoterol fumarate (symbicort), citalopram hydrobromide (celexa), fluticasone, gabapentin, losartan, magnesium, medroxyprogesterone acetate (provera), omeprazole (prilosec), salbutamol (albuterol) and simvastatin. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation/ prolonged menses/ menorrhagia"), vaginal infection ("vaginal infections"), abdominal pain lower ("severe lower abdominal pain when not menstruating/ abnormally severe pain/ abdominal cramping when not menstruating"), back pain ("severe back pain when not menstruating"), fatigue ("chronic fatigue"), weight increased ("weight fluctuation/weight gain /loss (specify which one)/weight gain"), arthralgia ("joint pain"), depression ("worsening of her depression") and anxiety ("worsening of anxiety"). On (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2015, the patient experienced uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), post procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("even though I was under anesthesia I still felt them inserting the coil/it was painful"). The patient was treated with topiramate (topamax) and surgery (underwent a bilateral laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved, the vaginal infection, abdominal pain lower, back pain, fatigue, weight increased, arthralgia, depression, anxiety, fibromyalgia and uterine leiomyoma was resolving and the vaginal haemorrhage, post procedural haemorrhage and procedural pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, menorrhagia, pelvic pain, post procedural haemorrhage, procedural pain, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her surgery, the symptoms have mostly resolved, though some remain. Current weight 290.00 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menorrhagia, dyspareunia, abdominal pain lower, back pain, depression, anxiety and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event weight fluctuation updated with event weight gain and product information, concomitant drugs were added.. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating") and post procedural haemorrhage ("I had some bleeding afterwards") in a 34-year-old female patient who had essure (batch no. Bx) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1991, (B)(6) 1995, (B)(6) 2005), nephropathy, low back pain and anesthesia. Previously administered products included for an unreported indication: cipro, bactrim and penicillin. Past adverse reactions to the above products included pharyngeal oedema with bactrim; rash with penicillin; and swelling with cipro. Concurrent conditions included morbid obesity, asthma, gerd, nephropathy, sleep disorder, sleep disorder, acanthosis nigricans, mthfr gene mutation, vitamin b12 deficiency, essential hypertension, cervicalgia, eating disorder and pollen allergy. Concomitant products included amlodipine, baclofen, budesonide w/formoterol fumarate (symbicort), citalopram hydrobromide (celexa), fluticasone, gabapentin, losartan, magnesium, medroxyprogesterone acetate (provera), omeprazole (prilosec), salbutamol (albuterol) and simvastatin. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormally heavy bleeding during menstruation/ prolonged menses/ menorrhagia"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), weight increased ("weight fluctuation/weight gain /loss (specify which one)/weight gain"), depression ("worsening of her depression"), anxiety ("worsening of anxiety"), fibromyalgia ("fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced vaginal infection ("vaginal infections"), abdominal pain lower ("severe lower abdominal pain when not menstruating/ abnormally severe pain/ abdominal cramping when not menstruating"), back pain ("severe back pain when not menstruating") and arthralgia ("joint pain"). On (B)(6) 2015, the patient experienced uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("even though I was under anesthesia I still felt them inserting the coil/it was painful"). The patient was treated with topiramate (topamax) and surgery (underwent a bilateral laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved, the vaginal infection, abdominal pain lower, back pain, fatigue, arthralgia, depression, anxiety, fibromyalgia and uterine leiomyoma was resolving, the weight increased had not resolved and the vaginal haemorrhage, post procedural haemorrhage and procedural pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, menorrhagia, pelvic pain, post procedural haemorrhage, procedural pain, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, plantiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her surgery, the symptoms have mostly resolved, though some remain. Current weight 290.00 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes . ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menorrhagia, dyspareunia, abdominal pain lower, back pain, depression, anxiety and dysmenorrhea. Most recent follow-up information incorporated above includes: on 23-oct-2018: plaintiff fact sheet received, new porter , essure lot number ,event dates and outcome were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain when not menstruating/I am sitting here in pain / I take at least 13 pills a day four of which are pain pill') and post procedural haemorrhage ('I had some bleeding afterwards') in a 34-year-old female patient who had essure (batch no. Bx) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (B)(6)1991, (B)(6)1995, (B)(6)2005), nephropathy, low back pain and anesthesia. Previously administered products included for an unreported indication: cipro, bactrim and penicillin. Past adverse reactions to the above products included pharyngeal oedema with bactrim; rash with penicillin; and swelling with cipro. Concurrent conditions included morbid obesity, asthma, gerd, nephropathy, sleep disorder, sleep disorder, acanthosis nigricans, mthfr gene mutation, vitamin b12 deficiency, essential hypertension, cervicalgia, eating disorder and pollen allergy. Concomitant products included amlodipine, baclofen, budesonide;formoterol fumarate (symbicort), fluticasone, gabapentin, losartan, magnesium, medroxyprogesterone acetate (provera), omeprazole (prilosec), salbutamol (albuterol) and simvastatin. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced depression ("worsening of her depression") and anxiety ("worsening of anxiety"). On (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation/ prolonged menses/ menorrhagia"), dyspareunia ("painful intercourse/painful sex"), fatigue ("chronic fatigue"), fibromyalgia ("fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping) / just pain period and worse during menstruation"). In 2008, the patient experienced vaginal infection ("vaginal infections"), abdominal pain lower ("severe lower abdominal pain when not menstruating/ abnormally severe pain/ abdominal cramping when not menstruating"), back pain ("severe back pain when not menstruating") and arthralgia ("joint pain") and was found to have weight increased ("weight fluctuation/weight gain /loss (specify which one)/weight gain"). On (B)(6)2015, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("even though I was under anesthesia I still felt them inserting the coil/it was painful"), intervertebral disc degeneration ("degenerative disc disease"), malaise ("I am sick of it"), mood swings ("moods swings") and loss of libido ("do not want sex"). The patient was treated with progesterone (progestin), topiramate (topamax) and surgery (bilateral laparoscopic hysterectomy bilateral salpingectomy oophorectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved, the vaginal infection, abdominal pain lower, back pain, fatigue, arthralgia, depression, anxiety, fibromyalgia and uterine leiomyoma was resolving, the weight increased had not resolved and the vaginal haemorrhage, post procedural haemorrhage, procedural pain, intervertebral disc degeneration, malaise, mood swings and loss of libido outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, intervertebral disc degeneration, loss of libido, malaise, menorrhagia, mood swings, pelvic pain, post procedural haemorrhage, procedural pain, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6)2015, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her surgery, the symptoms have mostly resolved, though some remain. Current weight 290.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.6 kg/sqm. Hysterosalpingogram - on (B)(6)2008: results: confirming full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menorrhagia, dyspareunia, abdominal pain lower, back pain, depression, anxiety and dysmenorrhea. The following information was received from social media degenerative disc disease,sick feeling ,moods swings , do not want sex . Amendment: the report was amended for the following reason: this is retention case. All the information has been transferred from deletion case (B)(4) and (B)(4) .references , reporters information and event :sick feeling ,moods swings , do not want sex were added. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain when not menstruating/I am sitting here in pain / I take at least 13 pills a day four of which are pain pill') and post procedural haemorrhage ('I had some bleeding afterwards') in a 34-year-old female patient who had essure (batch no. Bx-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (B)(6) 1991, (B)(6) 1995, (B)(6) 2005), nephropathy, low back pain and anesthesia. Previously administered products included for an unreported indication: cipro, bactrim and penicillin. Past adverse reactions to the above products included pharyngeal oedema with bactrim; rash with penicillin; and swelling with cipro. Concurrent conditions included morbid obesity, asthma, gerd, nephropathy, sleep disorder, sleep disorder, acanthosis nigricans, mthfr gene mutation, vitamin b12 deficiency, essential hypertension, cervicalgia, eating disorder and pollen allergy. Concomitant products included amlodipine, baclofen, budesonide;formoterol fumarate (symbicort), fluticasone, gabapentin, losartan, magnesium, medroxyprogesterone acetate (provera), omeprazole (prilosec), salbutamol (albuterol) and simvastatin. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced depression ("worsening of her depression") and anxiety ("worsening of anxiety"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation/ prolonged menses/ menorrhagia"), dyspareunia ("painful intercourse/painful sex"), fatigue ("chronic fatigue"), fibromyalgia ("fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping) / just pain period and worse during menstruation"). In 2008, the patient experienced vaginal infection ("vaginal infections"), abdominal pain lower ("severe lower abdominal pain when not menstruating/ abnormally severe pain/ abdominal cramping when not menstruating"), back pain ("severe back pain when not menstruating") and arthralgia ("joint pain") and was found to have weight increased ("weight fluctuation/weight gain /loss (specify which one)/weight gain"). On (B)(6)2015, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("even though I was under anesthesia I still felt them inserting the coil/it was painful"), intervertebral disc degeneration ("degenerative disc disease"), malaise ("I am sick of it"), mood swings ("moods swings"), loss of libido ("do not want sex") and methylenetetrahydrofolate reductase gene mutation ("mthfr gene mutation"). The patient was treated with progesterone (progestin), topiramate (topamax) and surgery (bilateral laparoscopic hysterectomy bilateral salpingectomy oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved, the vaginal infection, abdominal pain lower, back pain, fatigue, arthralgia, depression, anxiety, fibromyalgia and uterine leiomyoma was resolving, the weight increased had not resolved and the vaginal haemorrhage, post procedural haemorrhage, procedural pain, intervertebral disc degeneration, malaise, mood swings, loss of libido and methylenetetrahydrofolate reductase gene mutation outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, intervertebral disc degeneration, loss of libido, malaise, menorrhagia, methylenetetrahydrofolate reductase gene mutation, mood swings, pelvic pain, post procedural haemorrhage, procedural pain, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her surgery, the symptoms have mostly resolved, though some remain. Current weight 290.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: confirming full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menorrhagia, dyspareunia, abdominal pain lower, back pain, depression, anxiety and dysmenorrhea. The following information was received from social media degenerative disc disease,sick feeling ,moods swings , do not want sex . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1991, (B)(6) 1995, (B)(6) 2005), nephropathy and low back pain. Concurrent conditions included morbid obesity, asthma, gerd, nephropathy and sleep disorder. Concomitant products included budesonide w/formoterol fumarate (symbicort), citalopram hydrobromide (celexa), losartan, magnesium, medroxyprogesterone acetate (provera), omeprazole (prilosec), salbutamol (albuterol) and simvastatin. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation/ prolonged menses/ menorrhagia"), vaginal infection ("vaginal infections"), abdominal pain lower ("severe lower abdominal pain when not menstruating/ abnormally severe pain/ abdominal cramping when not menstruating"), back pain ("severe back pain when not menstruating"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuation/weight gain /loss (specify which one)"), arthralgia ("joint pain"), depression ("worsening of her depression") and anxiety ("worsening of anxiety"). On (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2015, the patient experienced uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"). The patient was treated with topiramate (topamax) and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved, the vaginal infection, abdominal pain lower, back pain, fatigue, weight fluctuation, arthralgia, depression, anxiety, fibromyalgia and uterine leiomyoma was resolving and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2015, plantiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her surgery, the symptoms have mostly resolved, though some remain. Current weight 290.00 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 27-feb-2018: fu from pfs: new events: vaginal hemorrhage, dysmenorrhoea were added. Previously reported event ¿pelvic pain, dyspareunia, menorrhagia¿ outcome updated. Reporter address, patient demographic information, all other relevant history updated. Product stop date added, start date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation/ prolonged menses"), dyspareunia ("painful intercourse"), vaginal infection ("vaginal infections"), abdominal pain lower ("severe lower abdominal pain when not menstruating/ abnormally severe pain/ abdominal cramping when not menstruating"), back pain ("severe back pain when not menstruating"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuation"), arthralgia ("joint pain"), depression ("worsening of her depression") and anxiety ("worsening of anxiety"). On (B)(6) 2013, 5 years 7 months after insertion of essure, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2015, the patient experienced uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, vaginal infection, abdominal pain lower, back pain, fatigue, weight fluctuation, arthralgia, depression, anxiety, fibromyalgia and uterine leiomyoma was resolving. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, dyspareunia, fatigue, fibromyalgia, menorrhagia, pelvic pain, uterine leiomyoma, vaginal infection and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her surgery, the symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain when not menstruating/I am sitting here in pain / I take at least 13 pills a day four of which are pain pill') and post procedural haemorrhage ('I had some bleeding afterwards') in a 34-year-old female patient who had essure (batch no. Bx-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 1991, (B)(6) 1995, (B)(6) 2005), nephropathy, low back pain and anesthesia. Previously administered products included for an unreported indication: cipro, bactrim and penicillin. Past adverse reactions to the above products included pharyngeal oedema with bactrim; rash with penicillin; and swelling with cipro. Concurrent conditions included morbid obesity, asthma, gerd, nephropathy, sleep disorder, sleep disorder, acanthosis nigricans, mthfr gene mutation, vitamin b12 deficiency, essential hypertension, cervicalgia, eating disorder and pollen allergy. Concomitant products included amlodipine, baclofen, budesonide;formoterol fumarate (symbicort), fluticasone, gabapentin, losartan, magnesium, medroxyprogesterone acetate (provera), omeprazole (prilosec), salbutamol (albuterol) and simvastatin. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced depression ("worsening of her depression") and anxiety ("worsening of anxiety"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation/ prolonged menses/ menorrhagia"), dyspareunia ("painful intercourse/painfull sex"), fatigue ("chronic fatigue"), fibromyalgia ("fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping) / just pain period and worse during menstruation"). In 2008, the patient experienced vaginal infection ("vaginal infections"), abdominal pain lower ("severe lower abdominal pain when not menstruating/ abnormally severe pain/ abdominal cramping when not menstruating"), back pain ("severe back pain when not menstruating") and arthralgia ("joint pain") and was found to have weight increased ("weight fluctuation/weight gain /loss (specify which one)/weight gain"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("even though I was under anesthesia I still felt them inserting the coil/it was painful"), intervertebral disc degeneration ("degenerative disc disease"), malaise ("I am sick of it"), mood swings ("moods swings"), loss of libido ("donot want sex") and methylenetetrahydrofolate reductase gene mutation ("mthfr gene mutation"). The patient was treated with progesterone (progestin), topiramate (topamax) and surgery (bilateral laparoscopic hysterectomy bilateral salpingectomy oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved, the vaginal infection, abdominal pain lower, back pain, fatigue, arthralgia, depression, anxiety, fibromyalgia and uterine leiomyoma was resolving, the weight increased had not resolved and the vaginal haemorrhage, post procedural haemorrhage, procedural pain, intervertebral disc degeneration, malaise, mood swings, loss of libido and methylenetetrahydrofolate reductase gene mutation outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, intervertebral disc degeneration, loss of libido, malaise, menorrhagia, methylenetetrahydrofolate reductase gene mutation, mood swings, pelvic pain, post procedural haemorrhage, procedural pain, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, plantiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her surgery, the symptoms have mostly resolved, though some remain. Current weight 290.00 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: confirming full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menorrhagia, dyspareunia, abdominal pain lower, back pain, depression, anxiety and dysmenorrhea. The following information was received from social media degenerative disc disease,sick feeling ,moods swings , do not want sex . Most recent follow-up information incorporated above includes: on 23-mar-2020: fu12 and fu13 were processed together. Content from social media received. Events mthfr gene mutation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.